Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) experienced sensing problems a few weeks prior to the patient expiring of a brain hemorrage. The physician has requested an explanation of the sensing problem.